Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2009 and the mesh was implanted. The patient started to have complications later in (B)(6) 2010. The patient experienced mesh erosion five times and it caused chronic and debilitating pain. It was also reported that the device cut through into vagina causing excruciating pain in the patient's lower abdomen and rendered the patient unable to have a sexual relationship, to walk and to carry out a normal lifestyle. On (B)(6) 2012 the patient underwent a further anterior repair and from then, the patient underwent further surgeries to remove parts of the mesh, which were protruding into vagina and causing scar tissue to form. The patient was told that the mesh was too close to colon to be removed completely and if the patient wanted to go ahead with the operation then colostomy would be required. The patient also suffered complete fatigue and have tried to live with the pain by taking powerful medication. The device is still implanted. Additional information has been requested.